Event description:
A false positive advia centaur hbsag result was obtained on a patient sample and was confirmed. The result was reported to the physician. The physician questioned the result. The patient sample was retested in duplicate. The results were nonreactive. The pt was redrawn and the sample tested. The result was nonreactive and a corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag result.

Manufacturer narrative:
The patient sample is unavailable for further evaluation. The cause for the discordant hbsag result is unknown. No further evaluation of the device is required.